Event description:
During a coronary stent procedure, crossing difficulties were encountered. The target lesion was the bifurcation of the acute marginal and the rca. The lesion was pre dilated and the first attempt was made to cross with the delivery/stent device which was unsuccessful. The physician was only able to reach the mid/proximal rca. The delivery/stent device was removed and the physician advanced another balloon catheter to redilate the target lesion. Prior to removal of the balloon catheter, the physician also dilated the previously placed stent. He went back down with an express2 and was still unsuccessful at crossing the target lesion. During removal the stent dislodged from the delivery device. Attempts to locate the stent were unsuccessful and the undeployed stent remains in the patient. Patient status is listed as "okay".